Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette message was encountered during drain 3 of 4 of the peritoneal dialysis treatment. The patient reported that a fluid leak was observed inside the cassette door. The patient was advised to cancel the treatment and to discontinue use of the cycler. The patient indicated that an alternative treatment option was available. The patient was advised to notify the peritoneal dialysis nurse of the alleged event. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics. Additional information was solicited.